Event description:
Dlu would not open prompting pc to deliver "incomplete firing-use manual release" message. Manual release used to open dlu to remove from pt. Anastomosis reinforced with suture and procedure finished without further event.